Event description:
It was reported that the patient presented for an implant procedure. During the procedure, failure to capture and impedance problem was noted on lead. The physician elected to complete the procedure using another lead. The patient condition was stable, during, and after the procedure.

Manufacturer narrative:
The reported events of failure to capture and impedance problem were confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to over torqued inner coil at the connector region consistent with procedural damage. The cause of the reported events was due to the over torqued inner coil consistent with procedural damage.